Event description:
It was reported that the needleless connector on the end of the 1.9fr PICC catheter was occluded and unable to infuse smof lipids.

Manufacturer narrative:
Patient was a neonate. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the needleless connector on the end of the 1.9fr PICC catheter was occluded and unable to infuse smof lipids.